Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two implantable neurostimulator's (ins) were implanted on the left and right, and the display of on and ok could be confirmed on the right side without any problem, but when synchronized with the ins on the left the picture on the right was like a machine used by the doctor for adjustments. The picture on the left was like a neurostimulator pinched by a hand, and the dotted line below it was like an ins. No matter how many times the staff of mj call center talked to the patient it could not be judged what it meant. When the condition of the neurostimulator was checked with the recharger the remaining amount was 90% and it seemed that there was no problem with the ins itself from physical condition. Since the ins on the right side was displayed as on and ok it seemed that it was not a programmer's problem, but the ins itself seemed to have no problem with the recharger. The call center said the issue would be informed with the person in charge and the rep would contact to see what kind of response would be taken.